Event description:
Later it was reported that the generator was replaced and the high impedance remained present. The lead is now the suspect product and remains implanted to date. No other relevant information has been received to date.

Event description:
A review of x-rays were provided to the manufacturer and reviewed by the manufacturer. It was determined that the lead pin was not fully inserted into the generator. This was the cause of the high impedance. It is unknown if this related to trauma or surgeon user error. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen with high impedance. X-rays were taken and sent to the manufacturer. The images have not been reviewed by the manufacturer to date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.